Event description:
Same pt as mrf report#: 2134265-2009-00830. It was reported that during a biliary stenting procedure, in-stent restenosis occurred. The physician deployed a wallstent uni endoprosthesis stent to resolve the obstructed biliary system. The stent was successfully deployed and no complications were reported. Three months post the initial stenting procedure, the pt returned to the radiology dept. For another procedure. The pt presented with recurrent biliary obstruction and in-stent restenosis in the existing 8 x 40mm wallstent uni endoprosthesis stent. Another wallstent uni endoprosthesis stent was required to be placed inside of the existing wallstent uni endoprosthesis to treat the restenosis. The pt's condition was reported as "stable".

Manufacturer narrative:
The complainant indicated that the device has been implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.